Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted:(B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pauses noted on telemetry. The right ventricular lead had high impedance and was possibly fractured. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.